Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported prior to the procedure the physician wanted to test if the 10.0x39mm omnilink elite stent would advance through a 7fr sheath. The device advanced without issue; however, when pulling back resistance was met with the sheath and the stent dislodged outside the patient. A non-abbott stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.